Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose exceeded 500 mg/dl while wearing the pod on the arm. In addition to elevated bg levels reported, patient woke experiencing nausea, vomiting, breathing issues, and ¿high¿ ketones. Multiple boluses of insulin were delivered by way of the omnipod, however, bg remained in excess of 500 mg/dl. Mother called ambulance and patient was transported to the hospital. While in transport, patient was treated with intravenous fluids and promethazine. Patient¿s bg was 450 when arrived at hospital, therefore, bg was considered ¿stable¿ and no additional fluids, nor insulin drip, was administered. The patient was then taken to the intensive care unit with a bg of 265 mg/dl. Treatment included 100mg of cortef as patient¿s body does not produce hydrocortisone. It should be noted that the patient had been experiencing a ¿stomach virus¿ that had been going around his household. Patient also has addison¿s disease celiac disease. The patient¿s mother advised the father had given the child a milkshake that caused bg levels to rise and elevation was not related to an omnipod malfunction.